Manufacturer narrative:
The device will not be returned for analysis, as it was discarded by the customer. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 46 days post implant of this 27mm bioprosthetic valve, the valve was explanted due to symptoms "similar to aortic stenosis" of shortness of breath with little activity. During the explant procedure, when the root was opened, the surgeon noted that the leaflets were normal, however the annulus was small. The surgeon reported that the pledgeted mattress suturing technique pulled the valve into the outflow tract and significantly constricted the annulus. The surgeon reported that there was no malfunction of the valve, rather it was due to "poor implantation of the device." The valve was replaced with a 25mm valve of the same model. There were no adverse patient effects after the valve replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.